Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient experienced abdominal pain on (B)(6) 2018. A standing abdominal graphy was performed and air in subdiaphragmatic area was detected. Free drainage was performed to stomach area in peg entrance part. The duodopa is still ongoing. The outcome of adverse events are unknown.

Event description:
The patient was treated with ciprofloxacin (sanset) 500 mg twice a day and flagyl 500 mg twice a day.

Manufacturer narrative:
(B)(4).